Event description:
From (B)(6) 2023 my daughter was continually shocked by her medtronic drug infusion pump every 10-15 seconds nonstop. I spoke with medtronic reps several times and they assured me that it was not her medtronic pump. She was hospitalized in extreme pain for more than 48 hours getting shocked every 10-15 seconds. When the physician came to interrogate the pump after and MRI to look for other cause of her pain. He turned the pump off and the shocking immediately stopped. She is to have the pump removed at the (B)(6) hospital on (B)(6) 2023. I have over 40 videos on my phone of her getting shocked and no one at (B)(6) or medtronic would listen to her or myself when we were telling them she was getting shocked. I am a registered nurse and not stupid. I know that the pump was malfunctioning and causing her great discomfort. We would love for you to be able to obtain the pump for further investigation due to my daughter pain. We are not in search of any monetary compensation for her pain, only to never have this happen to someone again and medtronic does not listen. They assured me several times that it was not the pump. However, like I said earlier, the minute the physician at (B)(6) turned the pump off, the shocking stopped. All of her pain could have been avoided if the medtronic rep would have listened to us on 10/1/2023 and can to the local hospital and turned it off. But again was told no way it was the pump. Would be very grateful if someone there would be able to get the pump and have it investigated for the source of the shocking and her pain. We would be happy to talk to you..(B)(6).. My daughter is (B)(6). Her father is (B)(6) and his number is (B)(6). Her pump is medtronic serial number : (B)(6). Model number: 8637-20 implanted (B)(6) 2022.